Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. Reportedly, a cartridge change was performed to address the issue. During troubleshooting with tandem technical support, the customer reported having delivered too much insulin earlier in the day and experiencing a low blood glucose (bg) level in the 40's (mg/dl). Although requested, the customer declined to provide the treatment method and additionally declined to perform troubleshooting. At the time of the reported event, bg level was 250 (mg/dl).